Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was not leaking oil. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the two devices were tested together. The reciprocating saw device was found not to be reciprocating. A visual and functional assessment was performed on the device which found that the device passed pre-repair diagnostic assessment. During repair, it was observed that the residue of an unknown substance was found on the internal electronic components. It was further determined that the issue was consistent with improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During a subsequent follow-up, it was clarified that the surgeon noticed a leak from the electric pen drive device as they were using it on a patient. It was further reported that the procedure name was craniofacial. It was reported that there was a fifteen minute delay to the surgical procedure. It was reported that there was no adverse event. It was further reported that the date of this report and the date received by manufacturer was incorrect ¿jul 6, 2017¿ in the initial report. The date of this report and the date received by manufacturer has been updated to jul 4, 2017. Reporter name and address: the reporter name of (B)(6) has been updated to dr. (B)(6). The reporter¿s phone number was not provided. The address has also been updated. Reporter;s zip code: (B)(6). This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an otorhinolaryngology (orl) surgical procedure, it was observed that oil leaked from the adaptor for the electric pen drive device when used together. Upon receipt of the electric pen drive device at the (B)(6) site, it was determined that the reciprocating saw attachment device was stuck to the electric pen drive device. It was reported that the reciprocating saw attachment device was detached from the electric pen drive device at that facility. The reporter stated that they understood the issue was only with the attachment device (reciprocating saw). It was reported that the attachment device was hard to remove from the handpiece device. According to the reporter, the attachment device would sometimes get stuck and very hard to remove. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. It was reported that nothing fell into the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.